Event description:
It was reported that during an esophageal stenting treatment procedure, deployment difficulties were encountered. The physician was attempting to place an 18x15 ultraflex covered ng esophageal stent, however, the stent would not deploy properly and the suture "got caught" when beginning to deploy. The device was removed and the procedure was successfully completed with another ultraflex stent. No patient complications occurred. Patient status is satisfactory.